Manufacturer narrative:
Bci customer technical support (cts) recommended that the customer clean the cartridge chemistry (cc) sample probe and perform the 'wash all cuvettes' maintenance procedure however this did not resolve the issue. The customer is now running a different lot of reagent and sending positive results to a reference laboratory to be repeated. This appeared to be a reagent-related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high rheumatoid factors (rf) results generated by the unicel dxc 600 pro synchron clinical system. The customer did not provide any patient results. The only results sent to bci were for staff members drawn for troubleshooting purposes: 22.8, 20.2, 20.6, 26.5, 30.5, 27.8, 28.7, 25.7 (all results in iu/ml). The customer did not report any death, injury or change to patient treatment attributed to or connected with this event.